Event description:
It was reported that the patient presented in clinic for a generator upgrade procedure. During the procedure, it was noted that a right ventricular (rv) lead was capped and abandoned due to a fracture. The patient was asymptomatic. The physician elected to explant the previously capped rv lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any signs of fracture. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the heart located at 49.3cm ¿ 49.5cm from the connector pin.